Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable pacemaker stated this device was not working right and needs adjustment. The patient was not feeling well and felt tired, weak and shaky. Boston scientific technical services (ts) then referred patient to physician. This device remains in service. No adverse patient effects were reported.